Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target was located in the severely calcified and mildly tortuous anterior tibial artery. A 2.0mmx20mmx143cm coyote balloon catheter was advanced for dilation, however, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.